Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign material in the insertion section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material in the insertion section was confirmed. The type of foreign material could not be identified. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.